Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 512mg/dl, 358mg/dl. Tests were done less than 10 minutes apart with a difference of 31%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes, "comparison to caliberated lab method" was picked and there were no results given. In the notes area it states that, "taking test couple of minutes ago and results was over 500 & now meter shows over 300."